Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient claimed that she notice air bubbles in the luer lock over the past week. Reportedly, her blood glucose was elevated to 220 mg/dl. In addition, the patient indicated that her blood glucose did not respond to the correct bolus insulin at the time of concern. The patient did not have any symptoms or medical intervention that would suggest a serious injury. During troubleshooting, the patient noted that the animas supplies are at room temperature during usage. The tubing was securely connected to the cartridge without over tightening. The cartridge did not have any crack or leakage. The cartridge, the tubing, and the vial of insulin were all changed out but the air bubble issue was not resolved. This complaint is being reportedly as a malfunction due to the alleged air bubble issue. The patient did not have any symptoms and did not receive any medical intervention that would suggest a serious injury.